Event description:
It was reported that the ilet displayed a persistent update screen with a blue circle and lock icon during attempted pairing, and the device could not be restored despite app reinstalls, bluetooth re-pairing, and phone restarts; a replacement ilet was arranged and the user planned to use subcutaneous insulin by pen for highs, while continuing dexcom g7 for cgm. Symptoms included sweating, shaking, and visual disturbance consistent with a low blood glucose episode. Outcomes included a blood glucose range from low to 299 mg/dl with approximately three hours out of range, no alerts from the ilet for high or low, no need for outside assistance, and no medical intervention. Investigation included complaint handling, review of reported device behavior, and shipment of a replacement device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.